Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. Correction to d4: expiration date. H4: lot manufactured between october 08, 2019 to october 10, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; no white foreign matter was observed inside the bag or port areas. Magnified inspection did not reveal any foreign matter inside the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.